Event description:
Information received by medtronic indicated that the customer were hospitalized and they had to visit emergency room due hyperglycemia on (B)(6) 2021. Customer¿s high blood glucose level was above 400 mg/dl at the time of incident and treated high blood glucose using injection with her pen. Customer gave bolus and got occlusion alarm. Customer was performed self test and displacement test and it was ok. Customer stated the infusion set had a bent cannula. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). On (B)(6) 2021, the customer alleged was hospitalized for high bg, insulin flow blocked/occlusion alarm and cosmetic damage on case broken. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay, cracked retainer, cracked select button keypad overlay and keypad overlay texture damage during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. In further full review in the pump history found no insulin flow blocked alarm on event date of (B)(6) 2021. However, on (B)(6) 2021, found multiple insulin flow blocked alarm in the pump history from 15:40:48 until 16:42:00 during a bolus delivery and basal delivery. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08690 inches. No unexpected insulin flow blocked alarm during testing. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (23.7 mv). The motor was tested outside of the device on the ngp stb3 and passed. In summary, pump passed all required testing. Unable to verify customer alleged for high bg. The force sensor is within specification and the motor functioning properly. Cosmetic damage was not confirmed on broken case, however, other cosmetic damage was noted. Customer alleged for insulin flow blocked/occlusion alarm was not confirmed. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
(B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to event has been updated in summary and provided in b5 section of this report.

Event description:
Incident date was may 17, 2021. On the morning of may 16, 2021, customer gave herself a bolus which did not work. Around 15:35 she got the occlusion alarm. She replaced the catheter, gave herself boluses and treated herself with manual injection. Blood glucose kept going up during the night and on may 17, 2021 she went to the emergency room and was hospitalized with blood glucose above 400mg/dl. They changed the catheter again (canula was bent and the insulin pen was expired). Then at 13:00 she was at 182mg/dl. In the night from may 17th to may18th, her blood glucose was around 180/200 mg/dl the whole night so in the morning her doctor decided to give her another pump. Pump passed self-test and displacement test. The device will be returned for analysis.